Event description:
The customer reported a v2 leads failure. There was no reported adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported a v2 leads failure. There was no reported adverse pt impact. Philips evaluated the device and replaced the ECG connector to address the customer's reported v2 issue. The device passed all performance assurance testing and was returned to the customer.